Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided data did not indicate a reagent issue.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas e411 rack analyzer. The initial result was 63.45 miu/ml. The repeat results were 51.07 miu/ml and 39.49 miu/ml. Using another cobas e411 in the laboratory, the repeat result was 61.03 miu/ml. As the results did not correlate with the patient history, the customer did not release them to the physician and requested a new sample. The new sample from the patient was later tested and the result was negative. No specific data was provided.